Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unreadable touchscreen issue could not be verified.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had gray boxes which blocked the graphics and text. Additionally it was reported that a malfunction occurred after the customer performed a pump reset. Customer's blood glucose level was 272 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.